Manufacturer narrative:
As the lead was not able to be returned, no analysis could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room after a syncopal event. It was noted the patient had stokes-adams syndrome with long complete av block and was 100% pacemaker dependent. The device interrogation revealed noise and oversensing on the rv lead, resulting in pacing inhibition. The pacing impedance measurements were greater than 2,000 ohms. A lead revision was performed that day where this lead was surgically abandoned and replaced with a competitors model. The patient was stable and was discharged from the hospital two days later. No additional adverse patient effects were reported.